Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion breakage/device breakage'), uterine perforation ('uterine perforation/device migration/malposition of essure device location of device: poking into uterus/migration of essure device location of device: uterus,/perforation (uterus/punctured his bag because it punctured uterus¿'), fallopian tube perforation ('perforation fallopian tubes'), abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage/pregnancy (stillbirth or miscarriage/pregnancy with complication') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed/abnormal bleeding (general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries), multiparous (para 6), umbilical herniorrhaphy, loop electrosurgical excision procedure and cervical dysplasia. Uterine cavity sounded to 7 cm. Previously administered products included for an unreported indication: sulfameth, depo-provera and hydrocodone. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain ¿ pelvic/left side"), abdominal pain ("pain ¿ abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia"), psychological trauma ("psych injury related to essure/psychological or psychiatric problems condition"), urinary tract infection ("bladder/urinary problems - utl/infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder/urinary problems - bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs./dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), skin disorder ("rashes or skin conditions type"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea,") and groin pain ("groin pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy b/l). Essure was removed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, tooth disorder, weight increased, vaginal haemorrhage, skin disorder, rash, migraine, nausea and groin pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(4) case was created for another episode of pregnancy. Current weight 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion breakage/device breakage'), uterine perforation ('uterine perforation/device migration/malposition of essure device location of device: poking into uterus/migration of essure device location of device: uterus,/perforation (uterus/punctured his bag because it punctured uterus¿'), fallopian tube perforation ('perforation fallopian tubes') and abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage/ lose a precious little baby/ essure babies') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries), multiparous (para 6), umbilical herniorrhaphy, loop electrosurgical excision procedure and cervical dysplasia. Uterine cavity sounded to 7 cm. Previously administered products included for an unreported indication: sulfameth, depo-provera and hydrocodone. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital hemorrhage ("bleeding - gen. Abnorm. Bleed/abnormal bleeding (general"), pelvic pain ("pain ¿ pelvic/left side"), abdominal pain ("pain ¿ abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia"), psychological trauma ("psych injury related to essure/psychological or psychiatric problems condition"), urinary tract infection ("bladder/urinary problems - utl/infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder/urinary problems - bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs./dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), skin disorder ("rashes or skin conditions type"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea,") and groin pain ("groin pain"), was found to have a pregnancy with contraceptive device ("pregnancy ¿ stillbirth/miscarriage/pregnancy (stillbirth or miscarriage/pregnancy with complication/ essure babies") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy b/l). Essure was removed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, genital hemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, tooth disorder, weight increased, vaginal hemorrhage, skin disorder, rash, migraine, nausea and groin pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device breakage, fallopian tube perforation, fatigue, genital hemorrhage, groin pain, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: (B)(4) case was created for another episode of pregnancy. Current weight 218 lbs. Discrepancy noted from social media : date of insertion 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion? Breakage'), uterine perforation ('uterine perforation/device migration'), abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain ¿ pelvic"), abdominal pain ("pain ¿ abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure? Yes"), urinary tract infection ("bladder/urinary problems - utl"), bladder disorder ("bladder/urinary problems - bladder probs."), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental probs."), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (unknown surgery was performed). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, tooth disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device breakage, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion? Breakage'), uterine perforation ('uterine perforation/device migration'), abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain ¿ pelvic"), abdominal pain ("pain ¿ abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure? Yes"), urinary tract infection ("bladder/urinary problems - utl"), bladder disorder ("bladder/urinary problems - bladder probs."), fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental probs."), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (unknown surgery was performed). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, tooth disorder and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device breakage, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: not provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury to herself removed and new uterine perforation/device migration, device breakage, miscarriage, pregnancy with contraceptive device, device ineffective, genital abnormal bleeding, pelvic pain female, abdominal pain, menorrhagia(heavy menstrual bleeding), psychological injuries, urinary tract infection, bladder problem, fatigue, hair loss, dental problem and weight gain were added. Patient demography added. Updated suspected drug indication. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion breakage/device breakage'), uterine perforation ('uterine perforation/device migration/malposition of essure device location of device: poking into uterus/migration of essure device location of device: uterus,/perforation (uterus/punctured his bag because it punctured uterus¿'), fallopian tube perforation ('perforation fallopian tubes'), abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage/pregnancy (stillbirth or miscarriage/pregnancy with complication') and genital haemorrhage ('bleeding - gen. Abnorm. Bleed/abnormal bleeding (general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries), multiparous (para 6), umbilical herniorrhaphy, loop electrosurgical excision procedure and cervical dysplasia. Uterine cavity sounded to 7 cm. Previously administered products included for an unreported indication: sulfameth, depo-provera and hydrocodone. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain ¿ pelvic/left side"), abdominal pain ("pain ¿ abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia"), psychological trauma ("psych injury related to essure/psychological or psychiatric problems condition"), urinary tract infection ("bladder/urinary problems - utl/infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder/urinary problems - bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs./dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), skin disorder ("rashes or skin conditions type"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea,") and groin pain ("groin pain "), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy b/l). Essure was removed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, tooth disorder, weight increased, vaginal haemorrhage, skin disorder, rash, migraine, nausea and groin pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(4) case was created for another episode of pregnancy current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events abnormal bleeding (vaginal), rashes or skin conditions type, migraines / headaches, nausea, groin pain, fallopian tube perforation were added. Medical history, lab data, historical drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion breakage/device breakage'), uterine perforation ('uterine perforation/device migration/malposition of essure device location of device: poking into uterus/migration of essure device location of device: uterus,/perforation (uterus/punctured his bag because it punctured uterus¿'), fallopian tube perforation ('perforation fallopian tubes'), abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage/ lose a precious little baby') and pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage/pregnancy (stillbirth or miscarriage/pregnancy with complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii (total number of pregnancies: 2/gravida 6, 6 spontaneous vaginal deliveries), multiparous (para 6), umbilical herniorrhaphy, loop electrosurgical excision procedure and cervical dysplasia. Uterine cavity sounded to 7 cm. Previously administered products included for an unreported indication: sulfameth, depo-provera and hydrocodone. On 24-mar-2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("bleeding - gen. Abnorm. Bleed/abnormal bleeding (general"), pelvic pain ("pain ¿ pelvic/left side"), abdominal pain ("pain ¿ abdominal"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)/abnormal bleeding (, menorrhagia"), psychological trauma ("psych injury related to essure/psychological or psychiatric problems condition"), urinary tract infection ("bladder/urinary problems - utl/infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder/urinary problems - bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs./dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), skin disorder ("rashes or skin conditions type"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), nausea ("nausea,") and groin pain ("groin pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy b/l). Essure was removed. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, bladder disorder, fatigue, alopecia, tooth disorder, weight increased, vaginal haemorrhage, skin disorder, rash, migraine, nausea and groin pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2019-171019 case was created for another episode of pregnancy current weight 218 lbs. Discrepancy noted from social media : date of insertion 2006 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). On 18-dec-2019: this report was detected to be a duplicate to us-bayer-2019-228582 which will be deleted from bayer safety database after all information was transferred to this record # us-bayer-2019-226700 which will be retained. New: social media reporter was added. On 30-jan-2020: no new information added. On 20-mar-2020: social media received. Reporter's information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.